Event description:
It was reported that a chest x-ray confirmed that the atrial lead was dislodged. The lead exhibited high thresholds. The lead was repositioned successfully on 11/15/2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.